Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approx 9 years ago. Vessel morphology at the time of implant is unk. After the implant, the pt had persistent type ii endoleaks, so the physician elected to embolize the internal mesenteric artery approx 9 months post-implant, with successful results. The distance the stent graft was located below the renal arteries at the time of implant is unk; however, it was reported that a recent CT showed that the stent graft had likely migrated distally, as it is currently positioned 4.8 cm below the renal arteries. A posterior, proximal type I endoleak was also noted, although the pt has been stable. At the time of migration, the aneurysm had enlarged to 7.5 cm in diameter and was funnel-shaped with a neck of 23 to 24 mm in diameter and neck angulation of 45 degrees. The cause of the migration was noted to be disease progression and aortic neck dilatation. The physician elected to perform a surgical conversion to treat the endoleak and migration. Several attempts have been made to obtain information regarding the outcome of the surgical conversion; however, information about the pt outcome has not been provided.

Manufacturer narrative:
Results: endoleak, graft migration. Retrograde blood flow from the internal mesenteric artery; aortic neck dilatation and angulation, disease progression. Conclusion: retrograde blood flow from the internal mesenteric artery; aortic neck dilatation and angulation, disease progression.